Event description:
The customer reported the abbott diabetes care (adc) reader device does not turn on with test strip insertion and was unable to obtain glucose readings. The customer did not experience any symptoms; however, the customer required a third-party to provide "carambar" for treatment. There was no report of receiving any treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reader powered on with button depression and strip insertion. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the abbott diabetes care (adc) reader device does not turn on with test strip insertion and was unable to obtain glucose readings. The customer did not experience any symptoms; however, the customer required a third-party to provide "carambar" for treatment. There was no report of receiving any treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.